Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin, and not removing excess air from cartridge. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days, and that the tandem pump user guide instructs the user to remove any residual air from the cartridge. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin.